Manufacturer narrative:
(B)(4). We received 2 used (one approx. Half filled, the other one empty) easypump ii lt 100-50-s without package. The received samples were taken to a visual examination. Damages or other deviations were not detected at the samples. In as-received condition the white clamp is closed at the samples the original wing cap is not handed over. Furthermore we detected crystallized drug residues at the lla-cones of the patient connectors and inside the tubes. After opening the top caps and removing the closing cones, we detected solution (liquid) and crystallized drug residues at the filling ports (lli-cone). Additionally both samples were filled up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for a while one pump did work (solution was running). The other pump did not work (solution was not running). Therefore the blocked pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). After waiting for approx. 1/2 h the pump did not work (solution was not running). Furthermore we tested the flow rate of the worked sample. Nominal: 2 ml/h. Actual-sample: 2.2 ml in 1 h; 4.1 ml in 2 hrs; 5.9 ml in 3 hrs. One of the tested samples is not in accordance with our requirements. We have informed our manufacturer accordingly. As the complaint sample is contaminated with cytotoxic, further investigation is unable to be done. Justification: not judgeable as the complaint sample is contaminated with cytotoxic. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the infuser did not empty after two days of ambulatory. Easypump was in the patient in ambulatory for 2 days and the patient came to the hospital with the pump intact.

Manufacturer narrative:
Exemption number (B)(4). (B)(4). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The device is currently shipping from (B)(6) to (B)(6) in (B)(6) for investigation. A follow-up report will be provided when the inspection results are available.